Event description:
Juvederm injection after being lied to by plastic surgeon and talked into something I didn't want or need. Was off label and never told to me. My injury (poisoning) was done by a top plastic surgeon in (B)(6) area after being talked into juvederm injected into my nose bridge that ended up being off label! He lied to me and I never came in for anything but was solicited to the safety of it- he took my health-family, friends since botox and dermal fillers have no oversight and doctors can do anything they want according to the FDA even of label. When the doctor hit a trigeminal nerve and blood vessel and tasted blood. His "night nurse" said totally normal. My symptoms are burning mouth, pressure on roof of mouth, sinus plugged-nostrils burning, brain damage-blood nostrils, nostril smell, bloody scabs coming out, insomnia, bowel paralyzed, hair falling out, jaws clenched, eyes blurred, memory loss, muscle loss atrophy- anger, arms throbbing, feet throbbing-no appetite, family ruined, throat tight, skin bad, hands "thin" tongue feels big, calves atrophy- detached feeling-roof of mouth has pressure-nightmares, weight gain, skin red, legs numb. Why is allergan allowed to damage so many people when their products are deadly? Why do doctors make thousands of dollars from botox and fillers and never stop hurting- please- botox and fillers and deadly and my support group has heart breaking people everyday while the FDA keeps piling up medwatch and never see the faces of kids whose moms are bed ridden - (B)(6). If the FDA didn't approve of theses products like juvederm I would have my life back!! And to allow doctors to do off label with no recourse makes me sick.